Event description:
This report is to advise of a fracture found on the catheter shaft during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed a chip/fracture in the shaft electrode ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed a torn/ripped shaft electrode ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn/ripped shaft electrode ring remains unknown.